Event description:
It was reported the patient¿s device had ¿gone wacko.¿ it was noted the stimulator was replaced due to being dead and not taking a charge.

Manufacturer narrative:
Concomitant products: product ID 377860, lot # v010409, implanted: (B)(6) 2006, product type lead; product ID 377860, lot # v010409, implanted: (B)(6) 2006, product type lead; product ID 748925, serial # (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2006, product type extension; product ID 748925, serial # (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2006, product type extension. (B)(4).